Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic stack and on the motor. Unable to perform displacement test due to blank display. The insulin pump has cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and scratched reservoir tube window.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture after jumping in the pool with their insulin pump. The customer has a blood glucose level was unknown at the time of the call. The customer states that there is fluid/moisture under the lcd screen of the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. The customer sent the product back for analysis.